Event description:
The lay user/pt contacted lifescan in 2005 and alleged that her one touch ultra meter kept giving the apply sample message. The medical affairs specialist called the pt and left a message for her on the following day. A letter will be sent. The pt stated that she was taken to the hosp because she was not able to obtain a result on the subject meter. Her blood glucose level at the hosp is not provided. She was given IV treatment, but it is not known what was administered through the IV. The pt had felt dizzy, drunk, and was incoherent at the time of concern. At the time of troubleshooting, it was verified that this was not a new product and that enough sample was applied to the test strip. However, the pt was out of the test strips and therefore, a test could not be performed at the time of the call. It would be helpful to know the info leading to the hospital visit and what treatment was given to the pt. Her diabetes medication regimen is also not provided. The pt was not able to test on the subject meter, was taken to the hosp and given IV treatment. Therefore, this complaint is reported as an adverse event. A replacement meter, control solution, and test strips were sent to the pt.